Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported when the lead was being implanted, the sheath dissected the aorta. The implanting procedure was abandoned and the lead was not used. No further information is available.